Event description:
It was reported that a user experienced a low blood glucose event after announcing a usual-sized meal despite eating a smaller portion while using the ilet system, and sought guidance on meal announcement sizing, activity-related drops, and safe pre-meal glucose ranges; this was characterized as an improper or incorrect procedure or method related to the user interface, and education on selecting ¿less than usual¿ for smaller meals was provided. Symptoms included hypoglycemia with a nadir of 50 mg/dl and approximately two hours under 80 mg/dl. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to the user interface and meal-size selection behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.